Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer had elevated blood glucose (bg) levels. Customer did not provide an exact bg level. Customer's bg level was not adversely impacted at the time of the report. Reportedly, the customer will continue to use the pump for insulin therapy.